Event description:
It was reported that the drive support cap on the insulin pump is loose. Customer pushed the cap while being disconnected. Device was not dropped or bumped. Blood glucose value was over 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.